Manufacturer narrative:
For the reported malfunction event, the lot number was provided, therefore a lot history review was performed. Of the one device that was returned, a visual inspection found a complete circumferential break to the catheter; however, the inner guidewire lumen was intact. Therefore, the investigation is unconfirmed for detachment confirmed for catheter break. The definitive root cause could not be determined. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model u41502h30 pta dilatation catheter experienced a detachment of device or component. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model u41502h30 dilatation catheter experienced a detachment of device or component. This event was reported from a single source. This event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.